Event description:
The patient underwent thrombolytic infusion which resolved the low flows, which indicated the cause was thrombolytic flow obstruction in the outflow or inflow rather than the rotor. CT scan and angiography were not done.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined, the account reported that they are likely due to thrombosis. The submitted controller event log file contained data from 21may2021 at 5:54:03 to 21may2021 at 11:10:48. Throughout the captured data, there were constant captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 204 low flow faults and 174 low flow alarms. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28nov2019. Heartmate 3 lvas IFU is currently available. Section 1 of this document lists pump thrombosis events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) for low flow alarms. It was at 2.1-2.3 liters/minute down from the normal 4.1-4.2 l/min. Echocardiogram (echo) showed 20% ejection fraction and enlarged left ventricle but heart was contracting well with no signs of inflow thrombus. Blood pressure was 117/76, no need for inotropes. There were gradual changes on rotor displacement. The patient was infused with heparin concerning for thrombus/obstruction. Computed tomography (CT) and angiography were planned.